Manufacturer narrative:
This right atrial (ra) lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient had a right atrial (ra) lead revision after x-ray confirmed lead was found to be dislodged. The physician encountered difficulty removing this lead. This lead was therefore surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.